Event description:
It was reported by the patient that they received three therapies from their implantable cardioverter defibrillator (ICD) over the last month. The patient expressed concern that the shocks felt like they were being electrocuted. In one instance the patient reported they experienced syncope and woke up on the floor after a shock. Patient indicated they were in the emergency room where they were informed that the device worked appropriately. Follow-up was attempted with the patient's clinic but this was not successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.